Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6) product type: 0213-recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was pt reported they were having problems with the controller when charging their implanted neurostimulator (ins). Pt said sometimes the controller would 'stay loading' and not connect to ins. Pt said that when they were recharging ins, the charge connection would drop and they would have to unplug and reposition the recharger. Pt said they would be laying down, not moving in their recliner, and out of the blue the connection would just drop. Pt mentioned the controller stayed on the screen all day saying preparing or waiting, and pt had to reset the controller to get working again. Pt inspected controller port and said it looked fine. Pt confirmed the recharger would get abnormally hot. The issue was not resolved. An email was sent to the repair department to replace the recharger. Pt stated the cord had been getting hot for probably about 3 months, and the controller screens getting 'stuck' started 4-5 days ago; agent reviewed information with pt. Case reopened <(>&<)> reassigned to send follow-up email. Mdt rep called back stating that the patient needs a replacement recharging antenna and belt. Caller reported that the patient is unable to charge their device due to an issue with the belt and recharger; caller did not have exact details. Caller requested items be shipped to patients representative due to patients new ous address. Agent reviewed latin america contact information with rep. See attached email.

Manufacturer narrative:
Concomitant medical product: product ID 97755-s lot# serial# (B)(6) product type recharger product ID m93899a serial# unknown. Product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.